Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "foreign matter particle is on tubes causing leaks in the probes. Styrofoam particles have caused multiple clogs of their dxh sample probes."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by your facility for investigation. Visual examination of photos was performed and revealed tray pack residue; however, did not confirm instrument issues. Bd was able to confirm the customer¿s indicated failure mode tray pack residue with the photos provided; was unable to confirm for instrument issues. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. Mildly collapsed tubes will retain vacuum and only show minimal deformation. Mildly collapsed tubes will draw appropriately but may not be able to be processed on laboratory instruments (e.g. May be slightly bowed and no longer fit in a rack). As long as the vacuum is retained and the tube fills appropriately, the tube will function properly. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain little or no vacuum and therefore cannot be drawn to an appreciable volume. These tubes are easily identified before use by the healthcare worker, so there is no potential impact to the patient. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "foreign matter particle is on tubes causing leaks in the probes. Styrofoam particles have caused multiple clogs of their dxh sample probes."

Manufacturer narrative:
The following corrections have been made below: b.5. Describe event or problem: it was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "foreign matter particle is on tubes causing leaks in the probes. Styrofoam particles have caused multiple clogs of their dxh sample probes." D.2: common device name: bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes d.4. Medical device catalog #: 367861. D.4. Unique identifier (UDI) #: (B)(4). G.5. PMA / 510(k) #: bk050036.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "foreign matter particle is on tubes causing leaks in the probes. Styrofoam particles have caused multiple clogs of their dxh sample probes."